Event description:
At the 9 month follow up a coronary angiography (cag) was conducted. Stent fracture and vessel aneurysm were observed at two sections of the 2nd implanted cypher (3.0/28mm). No additional info was given. The product was clinically used in the pt. This pt was admitted and underwent coronary angiography which revealed coronary artery disease in the proximal, mid and distal portions of the native right coronary artery. There was no info regarding the vessel characteristics. The percent of stenosis was unk. Distally: a cross sail balloon 1.5 x 10mm was used to pre-dilate the vessel at the distal portion up to 12atm for 25 seconds. A hinode 2.5 x 15mm balloon was then used distally to pre-dilate up to 12atm for 15 seconds. A cypher stent 3.0 x 33 was implanted at 12atm for 10seconds in the distal rca. Post dilatation was conducted using the same sds balloon at 20atm for 30 seconds. Mid: then, the sds balloon (3.0x33) was used for pre-dilation at 12atm for 10 seconds. A cypher stent 3.0 x 28mm (complaint proudct) was implanted at 12atm for 10 seconds at the proximal end the previously implanted stent so that they overlap. Post dilatation (over the overlapped area) was conducted using the same sds balloon up to 20atm for 30 seconds. Proximal: a third cypher stent 3.5x18mm was implanted at 16atm for 10 seconds at the proximal end of the 2nd implanted cypher: post dilatation was conducted with the 3rd sds balloon at 20atm for 30 seconds. The procedure was completed. Timi flow and the residual % of stenosis were unk.

Manufacturer narrative:
This patient was admitted and underwent coronary angiography for an unknown indication. The findings revealed coronary artery disease in the proximal, mid and distal portions of the right coronary artery (rca). The patient's history and vessel characteristics are known. The distal was pre-dilated with a 1.5 x 10mm cross sail balloon at 12 atms for 25 seconds then a 2.5 x 15mm hinode balloon was then used to pre-dilate the same area and was inflated to 12 atms for 15 seconds. A 3.0 x 33 cypher stent was implanted at 12atm for 10 seconds in the distal rca. Post dilatation was done using the same stent delivery system (sds) balloon at 20atms for 30 seconds. The 3.0 x 33mm cypher balloon was used to pre-dilate the mid rca at 12atm for 10 seconds then a 3.0 x 28mm cypher stent was deployed in an overlapping fashion at 12atm for 10 seconds. Post dilatation was done with the sds balloon at 20atm for 30 seconds. The procedure was completed. The safety and effectiveness of placing cypher stents to treat a segment longer than 30mm, deploying the stents using pressures above rated burst pressure and primary stenting lesions havenot been proven. At the nine month follow up coronary angiogram a stent fracture and vessel aneurysm were observed at two sections within the 3.0 x 28mm cypher stent and no additional information has been obtained since. The product was not available for analysis. A review of the manufacturing route sheets confirmed that this product met quality requirements for product acceptance. Conclusion: there are possible lesion and procedural factors impacting these events.